Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-aug-2025. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. A visual inspection revealed a reddish material and a hole on the pebax. Deflection testing was performed and the deflection mechanism failed the specifications. The device was visualized on the x-ray and the t bar was separated from the ferrule. For this condition, a manufacturing meeting was necessary. After a thorough analysis of the process and the collected evidence, it is concluded that the cause of the identified issue stems from inadequateness of the welding and inspection process between the t-bar and the ferrule. The inspection conducted by the ipf was not sufficiently rigorous, allowing pieces with faulty welds to proceed through the assembly process. Subsequently, in the field, during use by the customer, these components detached, leading to incorrect device deflection and impacting on the overall quality and reliability of the final product. The primary contributing factor was the defective weld, specifically the lack of a proper bond that would ensure the necessary resistance to effectively deflect the catheter. This welding defect is attributed to either human error or insufficient quality control inspections during the process. A manufacturing record evaluation was performed and no internal action was found during the review. The deflection issue reported by the customer was confirmed. The potential cause for the separated ferrule is related to the manufacturing process. The hole on the surface observed during the test of the pebax was unrelated to the reported event by the customer, the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: clamp (g0405203) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause traced to manufacturing (d03) / component code clamp (g0405203) were selected as related to the customer¿s reported ¿deflection¿ issue. In addition, biosense webster inc. Analysis finding of the ¿t bar was separated from the ferrule¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole on the pebax¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. Deflection issue. During the operation, catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-oct-2025, observed reddish material and a hole on the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole on the pebax on 16-oct-2025 and have assessed this returned condition as reportable.